Manufacturer narrative:
The head was manufactured at the following location. (B)(4). The handle was manufactured at the following location. (B)(4).

Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.